Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 8057602 and the review did not reveal any detected abnormalities during the production process that could have contributed to the reported incident. To further investigate this issue, one representative sample was provided for evaluation by our quality team. Through examination of the provided sample, no damages were observed. The sample was then functionally tested and no signs of leakage were observed nor were any signs of damage from torque removal of the q-syte observed. Based on the investigation results, a cause for this incident could not be determined. At this time, further action has not been determined necessary; however, our quality team will continue to monitor the production process for signs of this defect and other emerging trends.

Event description:
It was reported that during use of the acacia extension sets w/ bd q-syte¿ luer access split septum device there was an issue with leakage with the q syte device detached from the extension while connected to the administration set. The following information was provided by the initial reporter: the q syte device detached from the extension while connected to the administration set. This happened during a surgical procedure in theater and was only realized long after all the fluids and IV drugs had drained into the linen.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the acacia extension sets w/ bd q-syte¿ luer access split septum device there was an issue with leakage with the q syte device detached from the extension while connected to the administration set. The following information was provided by the initial reporter: the q syte device detached from the extension while connected to the administration set. This happened during a surgical procedure in theater and was only realized long after all the fluids and IV drugs had drained into the linen.